Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 450 mg/dl at the time of incident. Customer got an insulin flow blocked alarm due to possible connection issue. Customer declined to troubleshoot for high blood glucose values. Customer reported the event was resolved by an infusion set change. The insulin pump will not need to be replaced. The insulin pump is not expected to be returned for analysis.